Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device came apart. The jaws did not fall into the patient. Competitor's product was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.